Event description:
A customer contacted haemonetics on (B)(6) 2009 to report a burning smell from the orthopat machine. No donor or operator injury or reaction was reported. Upon eval of the device the burning smell could not be verified. No component damage could be found; however, some saline was found inside of the machine. The machine was decontaminated and is now ready for use.

Manufacturer narrative:
This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).